Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had failed selftest alarm on their insulin pump. Customer sated the alarm did not occur during the rewind/prime sequence. The customer was advised to program a normal bolus. It was found the correct bolus amount was recorded in the bolus history. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a scratched case.